Event description:
Bayer case number: (B)(4). Chronic pelvic pain [pelvic pain female] severe discomfort [medical device discomfort] heavy menstrual bleeding [heavy menstrual bleeding] abdominal bloating [abdominal bloating] chronic back pain [chronic back pain] abdominal pain [abdominal pain] pain during intercourse [painful intercourse] excessive dental problems [tooth disorder] excessive weight gain [abnormal weight gain] prevented from practicing and enjoying the activities of daily life she enjoyed pre-operatively [activities of daily living impaired] case narrative: this spontaneous case was originally reported by a lawyer on behalf of a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") in an adult female patient who had essure (ess205) inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. In 2006, the patient had essure (ess205) inserted. On unknown date she experienced pelvic pain (seriousness criterion intervention required), medical device discomfort ("severe discomfort"), heavy menstrual bleeding ("heavy menstrual bleeding"), abdominal distension ("abdominal bloating"), back pain ("chronic back pain"), abdominal pain ("abdominal pain"), dyspareunia ("pain during intercourse"), tooth disorder ("excessive dental problems"), abnormal weight gain ("excessive weight gain") and loss of personal independence in daily activities ("prevented from practicing and enjoying the activities of daily life she enjoyed pre-operatively"). The patient was treated with surgery (bilateral laparoscopic salpingectomy with bilateral wedge resection & hysterotomy). Essure (ess205) was removed on (B)(6) 2021. At the time of the report, the outcomes for these events were unknown. The reporter considered abdominal distension, abdominal pain, abnormal weight gain, back pain, dyspareunia, heavy menstrual bleeding, loss of personal independence in daily activities, medical device discomfort, pelvic pain and tooth disorder to be related to essure (ess205) administration. The reporter commented: plaintiff subsequently sought treatment for her symptoms at the hospital & from her physicians but was unable to resolve her symptoms. Plaintiff is prevented from practicing and enjoying the activities of daily life she enjoyed pre-operatively, and she has otherwise suffered serious and permanent injuries. Discrepancy noted in essure insertion date: 2006 & 2007. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] (date unknown): her coils were properly placed. Quality-safety evaluation of ptc: for essure (ess205): no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analysis of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Case comments: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Bayer case number: (B)(4) chronic pelvic pain [pelvic pain female] , severe discomfort [medical device discomfort], heavy menstrual bleeding [heavy menstrual bleeding] , abdominal bloating [abdominal bloating] , chronic back pain [chronic back pain] , abdominal pain [abdominal pain] , pain during intercourse [painful intercourse], excessive dental problems [tooth disorder] , excessive weight gain [abnormal weight gain] , prevented from practicing and enjoying the activities of daily life she enjoyed pre-operatively [activities of daily living impaired] . Case narrative: this spontaneous case was originally reported by a lawyer on behalf of a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") in an adult female patient who had essure (ess205) inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. In 2006, the patient had essure (ess205) inserted. Essure (ess205) was removed on (B)(6) 2021. On unknown date she experienced pelvic pain (seriousness criterion intervention required), medical device discomfort ("severe discomfort"), heavy menstrual bleeding ("heavy menstrual bleeding"), abdominal distension ("abdominal bloating"), back pain ("chronic back pain"), abdominal pain ("abdominal pain"), dyspareunia ("pain during intercourse"), tooth disorder ("excessive dental problems"), abnormal weight gain ("excessive weight gain") and loss of personal independence in daily activities ("prevented from practicing and enjoying the activities of daily life she enjoyed pre-operatively"). The patient was treated with surgery (bilateral laparoscopic salpingectomy with bilateral wedge resection & hysteroctomy). At the time of the report, the outcomes for these events were unknown. The reporter considered abdominal distension, abdominal pain, abnormal weight gain, back pain, dyspareunia, heavy menstrual bleeding, loss of personal independence in daily activities, medical device discomfort, pelvic pain and tooth disorder to be related to essure (ess205) administration. The reporter commented: plaintiff subsequently sought treatment for her symptoms at the hospital & from her physicians but was unable to resolve her symptoms. Plaintiff is prevented from practicing and enjoying the activities of daily life she enjoyed pre-operatively, and she has otherwise suffered serious and permanent injuries. Discrepancy noted in essure insertion date: 2006 & 2007. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] (date unknown): her coils were properly placed. Quality-safety evaluation of ptc: for essure (ess205): no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 24-nov-2024: quality safety evaluation of product technical complaint. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.